Event description:
At about 2 years and 11 months after the primary, the patient came in reporting pain due to a loose tibial tray. The surgeon revised the tibial tray, femoral component and poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 june 2022: lot 1811585: 120 items manufactured and released on 10-apr-2019. Expiration date: 2024-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.